Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 25 (this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running). The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was performed and confirmed customer received power error detected alarm. Customer was able to clear alarm and complete rewind but troubleshooting did not resolve issue. No harm requiring medical intervention was reported. It was unknown whether continued using the device or not. Mmt-1805 was requested and customer response was the device will be returned.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump passed the sleep current test and active current test. Pump history files and traces successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were not within spec range. Pump error 25 was found in the history file [(B)(6) 2025 at 17:00]. The pump was cut open to perform visual inspection and found moisture damage on the electronic assembly. The following were noted during visual inspection: scratched case and pillowing keypad overlay pump error 25 alarm was confirmed during analysis due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.